Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing some difficulty holding a charge. The patient underwent a battery replacement procedure, and was doing well postoperatively. The explanted ipg was discarded.